Event description:
The suspected usb cable was returned to the manufacturer on (B)(4) 2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported than a medical professional could not interrogate generators when using her programming system. It was reported that the tablet could not communicate with patient's generators. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. A replacement usb cable was sent to the medical professional. The return of the suspect usb cable is expected but it has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Review of manufacturing records confirmed all tests passed for the concerned motion tablet prior to distribution.